Manufacturer narrative:
Product analysis # (B)(4): at analysis, it was noted that the stylus and cursor were not aligned and the connection between the xy and the overlay was therefore reseated to resolve and the stylus recalibrated. The nylon standoff and the media bay gasket were both replaced preventively and the electrical and mechanical parts were inspected, the device was cleaned and it then passed its electrical safety test as well as all final functional and systems tests. It will be sent for a software reload and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned as a trade-in device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.